Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 328 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was found within the cartridge. The customer indicated that the supplies to the pump would be changed and a correction bolus would be delivered to address the bg level.